Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted due to congenital hydrocephalus via ventriculoperitoneal (vp) shunt on unknown date at unknown setting. The device was explanted and replaced with a new device due to suspicion of obstruction on (B)(6) 2026. Based on information provided, it is unknown if the patient experienced any signs and symptoms due to obstruction. Primary disease: cerebral hemorrhage.